Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. The reported event will continue to be monitored and trended. Analysis was normal. No anomalies were observed.

Manufacturer narrative:
Correction: code" 3189 - no apparent adverse event" should have been "2993 - adverse event without identified device or use problem".

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer report number: 2017865-2021-39196; 2017865-2021-39198. It was reported that the system was explanted due to a pocket infection. The patient was stable before, during and after the procedure.